Event description:
It was reported to boston scientific corporation that a jagtome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the cut wire failed to conduct electricity. It was reported that edema occurred in the papilla as a result of the device malfunction. No treatment was required for the edema. The procedure was completed with a hydratome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.